Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one shock. The field representative was inquiring why the alert was not sent to latitude. Technical services noted that events that have already been read by the programmer will not be sent as new alerts because the facility staff is already aware of the information. Review of device data found the patient received one inappropriate shock due to noise that was being oversensed. At this time, the system remains in service. No adverse patient effects were reported.